Event description:
A flexima drainage catheter was placed for therapeutic purposes. During the procedure while placing the device, the pusher attached to the stent and was pulling stent back out of patient. As a result, the physician was unable to release stent and the device had to be snared via antegrade approach. No further complications were reported with this event.

Manufacturer narrative:
The device has not been returned for evaluation yet. Therefore, a failure analysis is not available, and we are unable to determine if the device met its specifications. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedures.